Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the lead had non-working contacts and database analysis confirmed six high impedances on port c. The patient underwent a lead replacement procedure and was doing well postoperatively,

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location, 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the allegation of high impedance was confirmed. The lead appeared to have been exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the lead had non-working contacts and database analysis confirmed six high impedances on port c. The patient underwent a lead replacement procedure and was doing well postoperatively.